Event description:
The patient received two leads with the same lot number. It was reported, the patient was experiencing auto-reducing. The sjm representative reprogrammed the patient and the issue was resolved. Follow up indicated the issue persisted, and reprogramming was unable to provide coverage. Diagnostic testing indicated high impedances on the left lead. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.